Manufacturer narrative:
An ocd field engineer visited the site and set the reader camera brightness from 125 to 116 and updated the reference image. The customer tested the same pt sample on the analyzer and obtained a positive (1+) result. Qc was acceptable. Repairs have returned this instrument to expected operation. Customer complaint was not confirmed at ocd using the returned sample. Provue did not report a negative result. Provue interpreted the reactivity in the microtube as questionable "?", prompting the operator to manually read the reactivity in the gel cards. Visual inspection of the provue processed card resulted in a weakly positive (1+weak) interpretation for cell 2. The results obtained with manual gel test were concordant with the provue test results. (B) (4)

Event description:
The customer indicated that the ortho provue analyzer interpreted a weakly positive test as negative. No erroneous results were reported. False negative test results can lead to transfusion of incompatible blood.